Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant the patient had a malignant tumor. The anatomy was slightly tortuous; however no dilatation was performed prior to the stent placement. During the procedure, the stent device was delivered to the target site and deployment was started. The stent was only able to be partially deployed inside the patient. It was reported that the deployment suture did not get caught or tangled on anything during deployment. The partially deployed stent was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported that during an unknown surgical procedure, the tip of the device was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw the analysis results found that the device was returned with the jaws broken at bifurcation. Evidences of corrosion were noted on the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The device was cycled and ejected the remaining clips due to the jaw condition. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.